Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician was experiencing difficulties completing the auto setup of the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to low amplitude. A follow up was performed with further evaluation of the system. T-wave oversensing was noted on the primary vector as well as in the secondary vector. Additionally, myopotential oversensing was observed on the secondary vector as well. Further troubleshooting is being discussed, in the meantime, the therapy of the patient remains off. At this time, this system remains in service. No further adverse patient effects were reported.